Manufacturer narrative:
Other, other text: device evaluation- two used samples were returned for evaluation. Visual examination showed no discrepancies. The devices were given functional testing; this showed the devices leaked at the filter area. The manufacturing facility performed a review of the manufacturing process. The review showed that assembly process was being performed as per procedures. The review of current process controls showed the bonding operation (tube to filter bond) was being performed properly. The cadd administration sets are sampled for leak testing at regular intervals during production of every lot number. The cadd administration sets are also sampled for verification that the tube-to-filter bonds measure within specifications. The investigation determined the issue was potentially caused by silicone oil transferred from syringes used during filling process. The investigation did not identify a manufacturing problem that led to the condition seen in the returned samples.

Manufacturer narrative:
Other, other text: additional information was received that the patient was able to fully complete their treatment despite the error. There were no reported consequences with the patient.

Event description:
Information was received regarding a cadd administration set. It was reported that the filter was leaking. It is unknown if the reported event occurred while in use with a patient. There was no adverse effects reported.